Manufacturer narrative:
Based on our investigation, we can conclude that the drill depth of the surgical guide aligns with that of the final plan used in fabrication, as well as the prescribed drill length. Performing the osteotomy using the required drill length using a properly seated guide should have resulted in the planned depth. The implant may have been placed deeper due to a lack of bone directly below the planned implant's apex, or due to unknown complex clinical aspects.

Event description:
The doctor wanted to place a 15 mm implant using a surgical guide, but it was incompatible with the anatomage modeling software. To rectify this, the implant length was changed to the 13 mm implant which is compatible, and shifted apically 2 mm to align with the apex of the 15 mm implant. After placing the implant, the doctor noticed that the implant was ~3 - 4 mm submerged in bone. He then took an x-ray and noticed that the apex was hitting the top of the nerve canal, which was 2 mm deeper than he had planned. He removed the implant and re-positioned it to be a few millimeters short of where it previously was. The patient did not appear to have any nerve damage and the implant was left in.